Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 1.9, lab: 3.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.9, reference: 3.1, mean: 2.50, confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for the inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr results reported have met the criteria for accuracy. No further investigation will be pursued. It was revealed that the customer did not change her strip code, which would cause invalid inratio inr values. As of 05/26/2010, two discrepant result complaints were reported for lot #225324 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.